Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the b button and the arrow button on the insulin pump were not responding and had motor error alarm. The customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive button at up due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to unresponsive button. The motor was tested outside of the device and passed. However, keypad flattened button dome switch was found on esc, act and up. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, missing end cap sticker and corroded battery tube. The test infusion set and reservoir does lock into place.